Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results, correct the device lot number and provide the device manufacture date. The device was returned to the olympus united kingdom for evaluation. A visual inspection was performed on the device and found feet missing, front fascia damaged, nonconformance part and dust on internal parts, a functional test was performed and an error 1 fail code was noted. Tuning and thermistor was check and failed twice which required adjustment. The device required recalibration. The device was repaired and returned to the customer.

Manufacturer narrative:
The unit was not returned for evaluation. The cause of the reported event cannot be determined. The 744000 instruction manual states ¿non-function of the generator may cause interruption of surgery. Ensure that all installation procedures are followed and that all connectors are correctly inserted before use. A backup generator/method should be available for use.¿

Event description:
The service center was informed that during an unspecified procedure, the unit stopped cutting. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the user facility. Additional information from the user facility states that during a therapeutic rtu. The event occurred at the beginning. In fact, the surgery hadn't yet begun. No bleeding observed. No injury was caused to patient. No unintended tissue become burnt. No require medical or surgical intervention due to the reported phenomenon. The intended procedure was not completed. The patient¿s current condition is good. The unit did not reboot. The generator settings were unknown. No alarms or alert tones were noted. The 744000 was inspected prior to the procedure. The connection between the cord and equipment was secure. There was no issue with any other instrument attached to the generator. No error code appear with the hand-piece.